Event description:
It was reported that during a stent placement procedure via femoral vein access, the stent delivery system allegedly failure to advance. It was further reported that great resistance was felt when the stent was delivered externally over the super stiff guide wire. Reportedly when preparing to withdraw the guide wire for a replacement, the stent delivery system was removed as well. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system and a photo were returned for evaluation. The guide wire used by the customer was not returned for evaluation. Considering the evaluation results of the returned sample and the description of the provided photo, the partial release of the stent is considered an unintended partial deployment during removal of the delivery system from the guidewire. However, it cannot be determined whether this occurred inside or outside the patient. The reported issues to advance the delivery system over a guide wire could not be reproduced, a device compatible guidewire could be advanced through the entire lumen of the delivery system without problems. In this case, the device was adequately flushed and that a super stiff guidewire was used. However, the device was intended to be used for treatment of a deep vein thrombosis, which represents an off-label use of the device. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment. Continue flushing until saline drips from the distal tip of the catheter (d) after flushing each luer port'. Regarding accessories, the instructions for use states ´the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath' also 'via the femoral route, insert a 0.035¿(0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion'. The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. (Expiry date: 07/2023).